Manufacturer narrative:
The investigation confirmed the issues found by the field service engineer were the root cause of the event.

Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received and erroneous result for one patient sample tested for elecsys hcg + beta test system (hcgb) on the cobas e 411 immunoassay analyzer (e411). The sample initially resulted as 0.120 miu/ml when tested on the e411 analyzer. The result was reported outside of the laboratory. The patient was then tested with ultrasound and a heartbeat was detected. A new sample was then collected from the patient and tested on a cobas 6000 e 601 module (e601), resulting as 73153 miu/ml. The original sample was then repeated on the e601 analyzer, resulting as 82065 miu/ml. The original sample was also repeated on the e411 analyzer, resulting as 73476 miu/ml. A corrected report was issued with the 73476 miu/ml value. No adverse events were alleged to have occurred with the patient. The hcgb reagent lot number was 17982503. The reagent expiration date was asked for, but not provided. The field service engineer determined that there was possibly air in the fluidics system. He replaced syringe seals, pinch tubing, and syringe o-rings. He ran performance testing and this was within specifications.